Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation with a 250cc mentor memorygel breast implant and experienced postoperative left-sided rupture. The diagnosis was confirmed by a healthcare professional. As a result, the patient underwent removal and replacement with an unspecified mentor gel breast implant on (B)(6) 2021.

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding the patient¿s symptoms and event date. Ultrasound performed on (B)(6) 2021 indicated left-sided breast cyst. Initially, the event date was reported as (B)(6) 2021. However, additional information revealed that the actual event date was (B)(6) 2021. Updated reason for device explant and/or reoperation: rupture, breast cyst the relevant fields have been updated. On (B)(6) 2021, the product investigation was updated. Investigation summary (update): a breast cyst is a fluid-filled sac within the breast. One breast can have one or more breast cysts. They are often described as round or oval lumps with distinct edges. Breast cysts are usually and typically do not require treatment, but they can be drained using fine needle aspiration if the cyst is large or uncomfortable. On (B)(6) 2021, mentor received additional information regarding the procedure type and replacement devices. The patient underwent a primary breast augmentation with the suspected medical device. The replacement devices are two 300cc mentor memorygel breast implant prostheses (catalog #: 3503001bc, left serial #: (B)(6) right serial #: (B)(6). Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 18-jun-2021, the suspected medical device was returned for evaluation. On 24-jun-2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed no damage or anomalies on the breast implant. Leak testing was performed in accordance with mentor procedures, and no leak sites were detected during the analysis. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture status identified by MRI evaluation includes both suspected ruptures, which are those ruptures identified by MRI but not confirmed by explantation and examination of the device, and confirmed ruptures, which are those ruptures that are confirmed by evaluation of the explanted devices. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).